Manufacturer narrative:
There was hair-like foreign matter found inside of the firestar balloon's sterile pouch during incoming inspection. The outer product box and sterilized pouch were intact; the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product wasn't clinically used. The product was neither re-sterilized nor re-packaged. One sterile 2.0/20mm firestar ptca balloon catheter was returned for analysis inside of its closed pouch and opened box. A loose contamination was found inside of the top section of the pouch next to the chevron seal. The particle was measured and found out of the allowable specification. Also, one of the three supplier seals was found reduced from the inside out in the mid portion of the pouch seal. There was evidence of transfer material in the reduced portion of the seal. Review of the manufacturing documentation associated with this lot demonstrated that 3 units were reworked due to contamination in the pouch. The DHR review confirmed that the units were properly reworked. No other incidents were noted that could be potentially related to the complaint reported. The complaint of foreign material inside the pouch was confirmed and it is considered related to the manufacturing process. (B)(4) was previously opened to address the issue. Although the exact cause of the seal thinning could not be conclusively determined, CAPA (B)(4) was opened to address the issue.

Event description:
Hair-like foreign matter was found inside of the firestar balloon sterile pouch during inventory inspection at (B)(6). Outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product wasn't clinically used. It was normally handled on usual consignment procedure. The product was neither re-sterilized nor re-packaged.

Manufacturer narrative:
The product is available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance.additional information will be submitted within thirty days upon receipt.